Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. His most recent blood glucose was 400 mg/dl. Troubleshooting was done for high and low blood glucose and possible site or insulin issues. They also checked basal rates and bolus wizard settings and time settings and was fine. Customer was advised to monitor the pump per his doctor's instruction.